Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected, updated: h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: japan. The device will not be returned for analysis, as it was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the anchor of this complaint product was fractured while the surgeon tried to insert it into the patient's burr hole. No pieces remained in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.